Event description:
Plus orthopedics USA has been informed of the revision of a femoral component. The initial info reported is that the "femoral component was loose with no bone ingrowth." Plus has requested further info concerning the revision surgery, including the pt's condition and any relevant factors contributing to the need for revision surgery. Plus will also attempt to retrieve the explanted device.